Event description:
Pt was seen by phyusician as a result of the co product notification. The ICD was to be reprogrammed as part of the field correction but it could not be interrogated during the office visit and was subsequently explanted due to its inability to communicate. After the ICD had been disconnected from the lead and removed from the pocket, interrogation was successful but showed that the ICD had reset.